Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported getting no delivery alarms and her blood glucose would not come down. The customer did not report before, but she gave herself novolog insulin and went to bed. The customer was not getting any insulin and had to go to the hospital with diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The customer mentioned that the down arrow was not working. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.